Manufacturer narrative:
(B)(4)

Event description:
It was reported that the wire migrated with catheter advancement during atherectomy. A 2.1mm jetstream® xc atherectomy catheter and non-bsc filter wire were selected for a procedure in the superficial femoral artery (sfa). The target lesion was about 80mm in length. At the end of the second run inside the body, the physician noticed that the wire basket would migrate distally as he advanced the catheter. The catheter performed perfectly during the case. The procedure was satisfactorily completed with this device with good outcome. The catheter was removed and the filter wire was retrieved. After further inspection a slight kink in the wire was noticed possibly resulting in filter migration. There were no patient complications. Excellent atherectomy results were achieved and post procedure condition stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR.:returned product consisted of the jetstream xc-2.1 atherectomy catheter. The shaft, tip and blades were microscopically examined. Blood was present outside and inside the device. There was no damage or irregularities to the device. Functional testing was performed. The guidewire in the procedure was not returned for analysis so a test jetwire was used. The wire was placed in the guard and the guard was tested. The guard was able to hold the wire tightly and worked as designed. The device was run with the a small loop out of the back of the control pod and then a large loop out the back of the control pod, the device functioned as designed with the wire not moving or advancing both times. Inspection of the device presented no damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. It was reported that the complaint device was used with a non-bsc filter wire, which is not one of the compatible guidewires. The jetstream xc dfu states the following precaution for compatible guidewires: ¿use only listed compatible guidewires and introducers with the jetstream system. The use of any supplies not listed as compatible may damage or compromise the performance of the jetstream system. ¿compatible guidewires: jetwire¿ 0.014 in (0.36 mm) 300 cm. Thruway¿ 0.014 in (0.36 mm) 300 cm. Abbott vascular hi-torque spartacore¿ 14. Abbott vascular hi-torque iron man¿ 0.014 in¿. (B)(4).

Event description:
It was reported that the wire migrated with catheter advancement during atherectomy. A 2.1mm jetstream® xc atherectomy catheter and non-bsc filter wire were selected for a procedure in the superficial femoral artery (sfa). The target lesion was about 80mm in length. At the end of the second run inside the body, the physician noticed that the wire basket would migrate distally as he advanced the catheter. The catheter performed perfectly during the case. The procedure was satisfactorily completed with this device with good outcome. The catheter was removed and the filter wire was retrieved. After further inspection a slight kink in the wire was noticed possibly resulting in filter migration. There were no patient complications. Excellent atherectomy results were achieved and post procedure condition stable.